Event description:
Ous MDR. It was reported that 29 months after the implantation the pacing impedance decreased to 280 ohms and inappropriate therapy was delivered. No adverse patient side effects were reported. The lead is under analysis.

Manufacturer narrative:
Upon receipt the lead was found cut approx. 48.5 cm proximal to the lead tip. Only the distal part was received for analysis. The performance of the lead fragment was scrutinized, including a visual and electrical inspection. Signs of abrasion were detected along the lead fragment. In the distal part of the fragment the insulation was found damaged. This damage may have caused the impedance decrease and oversensing mentioned in the complaint description. However ,as part of the lead was not returned for analysis no definitive root cause may be determined. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available for analysis. The deformation of the shock coil most likely occurred during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.